Event description:
It was reported that debris was found inside the sterile packaging of the taperloc implant. The debris was a red foreign material resembling a string. No health consequences or impact as a result. No additional information available for the reported event.

Manufacturer narrative:
(B)(4). The customer indicated that the product was used; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. Visual evaluation of the provided photo found the packaging was previously opened. An unknown red fiber was found in the sterile packaging. As the product was previously opened, the source of the debris cannot be confirmed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.